Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted during testing. Hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer was able to pump rewind. Customer states that pump error alarm occurred four times. The insulin pump will be returned for analysis.